Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the interbody was not returned no physical, material, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. The surgeon felt confident that it was not a malfunction of the system. A review of the manufacturing and inspection records did not reveal any contributing information/trends. If more information becomes available manufacturer will file a follow-up report at that time.

Event description:
It was reported to k2m, inc. On (B)(6) 2015 that a lateral cage backed out and revision was to take place. The cage backed out approximately 12 months post-op. Revision surgery took place (B)(6) 2015.